Event description:
Patient reported aligners cut their lip, inside their cheeks and gums. They make their teeth feel super sensitive and like they are going to fall out of their mouth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.